Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
The customer reported to our sales rep that he was observing a surgery procedure. During this it was observed that it couldn't be locked at position 3. There was no delay. It was locked without a target device at the end. Surgery successfully completed. First info attached.